Manufacturer narrative:
The customer indicated that the customer found the ispan tank was empty and replaced the tank. There were not ¿problems.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. There was no problem was found with the ispan tank (per the customer). Therefore the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the gas bubble which was instilled in a patients eye during surgery did not last as long as expected. The surgery was completed. There was no patient harm.